Manufacturer narrative:
All measurable dimensions evaluated and found to be within appropriate design specification.

Event description:
It was reported patient underwent a left reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to disassociation of the taper adapter from the baseplate.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.